Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is submitted on april 06, 2017. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration (date not reported). The implanted device remains. It is unknown if there are plans to re-implant the patient with a new device.